Event description:
It was reported that balloon rupture and removal difficulties occurred. The patient presented with iliac vein compression. The target lesion was located in the inferior vena cava. A 5.0 x40, 75cm gladiator elite was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured and could not be withdrawn. The physician then cut the delivery system and removed the balloon by surgical incision. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture and removal difficulties occurred. The patient presented with iliac vein compression. The target lesion was located in the inferior vena cava. A 5.0 x40, 75cm gladiator elite was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured and could not be withdrawn. The physician then cut the delivery system and removed the balloon by surgical incision. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: gladiator 5 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete circumferential tear was identified located approximately 9mm proximal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found the shaft of the device to have completely detached at approximately 35mm proximal to the proximal balloon sleeve. This type of damage was as the result of the physician cutting the balloon delivery system as reported in the complaint event description. A visual and microscopic examination identified no damage to the markerbands. Tip damage was noted. This type of damage is consistant with excessive forece being applied to the device when attempting to cross the lesion. No other issues were identified during the product analysis.